Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying no milk backup occurred; verifying was not washing or drying tubing on pump and was also using correct kit components. The customer did not have the pump at the time of the call and was advised to call back with her pump and the proof of purchase. At this time the customer has not called back. In follow up with a complaint handler on (B)(6) 2022, the customer stated that she developed mastitis in (B)(6) and she went to the hospital where they vacuumed her milk out due to having mastitis and was prescribed an antibiotic. The customer also stated that she purchased a new pump and her mastitis is resolved. The complaint handler encouraged the customer to contact customer service to get a replacement pump and the customer indicated that she would. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022, the customer alleged to medela llc that the suction on her freestyle flex was low and she developed mastitis. Additionally she alleged that she went to the hospital and they used a vacuum to extract the milk.